Event description:
It was reported that the ht70 ventilator had a black screen after replacement of the single-board computer (sbc) board. There was no patient involvement at the time of the reported condition.